Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material my8030 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd texium needle-free syringe had flow issues the following information was received by the initial reporter with the following verbatim. It was reported: "pharmacy had to draw up new syringes of doxorubicin (20 ml and 20.7 ml) due to problem with syringes. One syringe containing 20 ml of dose was administered without incident. Rn stated that the two syringes containing the rest of dose would not push. When pulling plunger back to see if there was blood return, air entered the syringe. One of the plungers in syringe may have popped out of syringe chamber (or almost popped out). Pharmacy provided new doses, and the rest of dose was given with out syringes malfunctioning. Rn will be submitting their own si which will have more details."